Event description:
In 2005, the lay user/pt contacted lifescan (lfs) and alleged that her one touch ultra meter was calibrating high. The pt reported that the subject meter was reading high and the day prior to her call to lfs. Her daughter took her to the emergency room at about 5 pm that evening and the ER meter result was 363 mg/dl. She was given IV insulin and released at about 10:30 pm. Although the hosp meter result was high and the pt was admin IV insulin, it correlated with the subject meter's result of a high reading. She further reported that she cannot afford strips and the pharmacy will "sell the stripss individually". The pt then puts them in an empty vial and she buys 5-10 strips at a time. At the time of troubleshooting, the pt was walked through a check strip test, which failed high outside the range with a result of 160 (70-96). The pt's cleaning technique of the meter was reviewed to be correct and the condition of the check strip was also good. She was asked to clean the check strip and then retest. However, the retest was also outside the range. The lay user/pt was sent a one touch ultra kit.